Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the pump was unable to be charged. The customer stated they did not observe anything obstructing the charging port. Customer reported blood glucose level was 92 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.